Event description:
It was reported that the patient¿s ilet stopped delivering insulin after the charger was lost and the device battery depleted, after which the patient continued eating without transitioning to backup therapy; current reported glucose values were 344 mg/dl by fingerstick and 366 mg/dl by cgm, and an overnight charging pad shipment was arranged while the family was instructed to follow established backup therapy directions. Symptoms included hyperglycemia. Outcomes included the need for medical guidance and product support to restore therapy and manage elevated glucose. Investigation included customer interview and troubleshooting with education regarding backup therapy and device charging logistics. Investigation of this case revealed user management issues related to loss of charger and failure to revert to alternative therapy when the device powered down, with no allegation of device malfunction while powered. It was concluded, based on previously established findings for similar reports, that the cause was user management and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.